Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -13.50 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020 as a replacement lens to correct low vault. Lens did not resolve the problem ( va 2020/ iop 8mmhg, angle open and vault 200 micron). The reporter stated "surgeon would like to wait and follow up this eye." If additional information is received a supplemental medwatch report will be submitted.